Event description:
According to the reporter: event notified to (B)(6) as near incident. After a few minutes from infusion (saline solution 500cc+zantac 2vials intravenous), the subcutaneous tissue around the port-a-cath was swollen causing pain to the patient. The infusion was blocked. The patient was subjected to x-ray chest but contrast media was not administered. Since we do not understand what surgeon wrote we have to ask further explanation. Chemotherapy infusion for patient with metastatic colon carcinoma. Sample is not available since it was discarded after replacement. The port was placed (B)(6), 2013. An additional surgery was required to remove the broken piece.

Manufacturer narrative:
(B)(4).